Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The dentist installed the dental implant after its expiration date.

Event description:
(B)(4). The dentist reported that 3 months and 11 days after the dental implant was installed in intraoral region 20#, its non- osseointegration was observed. Moreover, 20n.cm of primary stability was achieved and the patient presented insufficient bone quality/quantity (bone type IV).